Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented after receiving an inappropriate shock. The device was interrogated and it was determined that the right ventricular (rv) lead experienced oversensing noise and high impedance. During the replacement procedure, it was noted that the superior vena cava (svc) portion of the rv lead was visibly fractured. The rv lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the unexpected delivery of a ventricular tachyarrythmia therapy. The analyst noted the ventricular sensing integrity counts up to 579; with non-sustained ventricular tachycardia (vt) episodes and ventricular fibrillation (vf) detected episode with inappropriate shocks due to lead noise oversensing. The rv pacing impedance of greater than 3000 ohms which had been trending in the 300-400 ohms range.